Event description:
The customer called to report a dent on the insulin pump casing. The customer then stated that she was hospitalized for high blood glucose levels with a reading of 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched reservoir window. No other damage was noted.